Event description:
It was reported to baxter (B)(4) that the reservoir of a infusor two day device ruptured during use. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation by baxter, however, the evaluation has yet to be completed. A follow-up report will be submitted when the evaluation is completed, or should additional information be received.(B)(4).